Manufacturer narrative:
Article citation: ¿breast implant-associated lymphoma: what is the true incidence and clinical relevance?¿ laura k. Goodwins, phoebe m. Prowse, john r. Miliauskas; plastic reconstructive surgery global open; december 2019; american society of plastic surgeons 2019. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Journal article ¿breast implant-associated lymphoma: what is the true incidence and clinical relevance?¿ referenced a patient who was concerned regarding the ¿cosmetic appearance¿ of the right side breast. Examination revealed capsular contracture, baker grade iii. Total capsulectomies were performed and the device was explanted. Microscopy revealed ¿a hyalinized fibrous capsule with calcification, a focal histiocytic and foreign body giant cell reaction, and two small foci of an atypical lymphoid proliferation of medium to large cells.¿ immunohistochemical identified positivity with b-cell markers cd20 and pax5. Other markers included cd45, cd43, cd30, and ebv. There was no reaction with pan t-cell markers cd2, cd3, cd5, cd7, or alk-1. Patient ¿underwent hemato-oncological assessment. Pet and CT imaging and full blood examination were unremarkable.¿ patient is asymptomatic and ¿disease free.¿ the event of lymphoma is not related to the device as it was specified as b-cell. The represents the right side.